Manufacturer narrative:
On 01/20/2014 rga coordinator called rep(B)(4) requesting a valid lot number. On 02/13/2014 rga coord emailed (B)(4) to f/u on pending return.

Event description:
Staff said there was a hole in the side of the tubing next to the handpiece.